Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a paddle lead explant procedure due to an unknown reason. The explanted lead was not returned as it was kept by the medical facility. No further information could be obtained despite good faith efforts.